Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the 2 devices had needle broke, one of the two had fell into the patient cavity but were able to be retrieved. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury. The device was returned without any accompanying information.